Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose and insulin pump had insulin flow block alarm. Blood glucose level at the time of the incident was 400 mg/dl and 600 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with manual injection. Customer experience nausea. Customer stated they did contact their health care professional regarding high blood glucose. The insulin pump will not be returned for analysis.